Event description:
The customer reported the system's table failed to level. It remained stuck in a slightly angled position. No reports of patient or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ac and dc voltages were checked along with error logs. Many emergency stop errors were found. The emergency stop switch was loose and repaired. The system was then found to be working as intended.